Event description:
Description of event according to article: el-andari, et. Al. 2023. Thoracic endovascular aortic repair for descending thoracic aortic enlargement following repair with the ascyrus medical dissection stent: patient 3: a 69-year-old man presented with acute severe chest pain and acute type a aortic dissection from the aortic valve to the distal abdominal aorta with a large proximal descending thoracic aortic was identified. The patient received aortic valve resuspension, ascending aorta and hemiarch replacement, and placement of 55 x 40 amds. 3 months later on follow-up imaging, the patient was found to have a patent entry tear in the distal aortic arch causing rapid dissection expansion without distal anastomotic new entry tears. A carotid-subclavian transposition was performed and a stent-graft (zta-p-36-113) was deployed in the distal amds. A proximal endoleak was identified and a second stent graft was placed proximally with significant overlap. Two years later, CT demonstrated endoleak resolution with false lumen thrombosis and slight decrease in aneurysm size. Patient outcome: relining with additional device during procedure. The endoleak was resolved.